Event description:
During laparoscopic cholecystectomy, a snowden, pencer grasper malfunctioned/broke. Surgery was completed. The instrument was taken out, service & retained for inspection by company. The surgery was completed with no apparent effects to the patient.